Event description:
Biotronic non-defib rv lead with low rv tip to rv coil lead impedance and measurement is consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).